Event description:
During evaluation of a returned catheter extension set, an inverted septum was identified. There was no patient involvement as this was noticed during evaluation. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation is complete. During visual inspection, the septum was observed to be inverted. The injection site was measured and was within acceptable ranges. The septum was able to be successfully accessed with a lever lock cannula. Underwater leak testing, using pressure, was then performed, and a leak was observed from the inverted septum. The cause of the problem was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Initial evaluation verified the inverted septum condition through a visual inspection. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted. This is the same device as (B)(4).